Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to the barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: posiflush assembly line. Plunger rod assembly. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was broken and leaked. This was discovered before use. The following information was provided by the initial reporter: after opening the outer package, the flush was broken and the liquid leaked out, it was not sure that this product was able to use or not.